Manufacturer narrative:
H10. H6. The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Clinical evaluation found that no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined.

Event description:
It was reported that during a rotator cuff repair with regeneten, three bone anchors seemed to not line up with the punch, causing the implants to broke during insertion. All pieces were removed from the patient with a grasper. The procedure was successfully completed without significant delay using a back-up device in a different spot. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.